Event description:
It was reported that the patient experienced fluid loss in the reservoir of an inflatable penile prosthesis (ipp). No new device was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.